Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger problem) was confirmed. Upon investigation the charger/modem was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery (B)(4) has been completed. The reported problem (will not hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery. Device manufacturer date: battery: 11/05/2019, charger: 04/19/2012.

Event description:
A us distributor reported that a patient was experiencing a charger problem and the patient's battery was unable to hold a charge.